Event description:
Device 2 of 2. Reference MFR report# 1627487-2011-05334. The pt has two scs systems. The first ipg was implanted on (B)(6) 2006. The second ipg was implanted on (B)(6) 2008. It was reported that one of the ipgs was having issues communicating with both chargers and programmers. Space of varying widths was tried to no avail. Previously the pt has had problems with one of the ipgs flipping over. As a result, she had a pouch put around it to help secure its position. There is no discomfort to indicate the ipg may have flipped. The pt has lost (B)(6). On (B)(6) 2011, the pt met with an sjm representative to try and resolve the issue. The pt tried adding space between the programmer wand and the charger antenna and the pt was able to communicate with ipg successfully. The pt was scheduled for a surgical procedure, but was postponed due to health issues. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.